Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported power up failure and requested field service engineer (fse) to troubleshoot and to perform a 12.5 preventative maintenance (pm). The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Device evaluation: the manufacture's field service engineer (fse) was dispatched to the site and assisted customer on troubleshooting the unit on diagnostic and 12.5k pm as per customer's requested. Resolution and disposition: fse replaced the battery from customer's stock to address the reported problem. Patient/user involvement: through follow-ups, customer indicated that the unit was not on a patient. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.